Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-01709. Related manufacturer reference number 3006705815-2021-01711. It was reported that patient experienced sepsis not associated with the scs system. However, surgical intervention was undertaken wherein the entire system was explanted and replaced. The issue was resolved.